Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer loaded a new cartridge to address the issue. The customer¿s blood glucose (bg) was "high"; although specific value not provided. Customer addressed bg level via correction injection via manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.